Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (over 45yrs of age at date of implant), acd <3.00mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -5.0/1.0/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found optic torn. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).